Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 110.6021. There was no patient involvement.

Manufacturer narrative:
The customer's reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 110.6021. Keypad processor a keypad failure is detected during the post replace the keypad. Replace the logic board. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 09/20/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported error code 110.6021. There was no patient involvement.